Manufacturer narrative:
The hillrom technician found the sidecomm board needed to be replaced. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in oct 5, 2021. It is unknown if the facility performed any other preventative maintenance on this bed. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bedcomponents are functioning as originally designed. Examine and test the communication junction box. Make sure thesidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. The technician replaced the sidecomm board to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).